Manufacturer narrative:
On (B)(6) 2016, the medical affairs director performed a clinical evaluation and commented as follows: partial hip arthroplasties are often chosen in elderly patients in order to speed up operation time and to facilitate early recovery. However, they require excellent acetabular cartilage to work well. When this is no longer the case, conversion of hemiarthroplasty to tha is common practice. In this case, there is no indication that the implanted devices did not perform adequately. Batch review performed on 30 march 2016. Lot 136322: (B)(4) items manufactured and released on 02 april 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Crco ball head 12/14 ø 28 size m 0, code 01.25.012, lot. 147302 ((B)(4)) (B)(4) items manufactured and released on 13 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon felt the patient's bipolar hip need to be converted to a total hip. The surgery was completed successfully. There are no x-rays or explants available.

Manufacturer narrative:
On 02 june 2016 it was prepared a final report with the information already submitted in the initial report. On 06 june 2016 the report was sent to the initial reporter and the case was closed.